Event description:
During the procedure with vivasight 2 dlt the cuff malfunctions were identified shortly after intubation and prior to initiation of the surgical procedure. The tube was replaced with a second tube. The patient had to be re-intubated with a third tube to gain control the airway during the procedure. It was confirmed that there was no harm to the patient and no impact on patient outcome. Two replacements and a total of three dlt tubes are required to gain control of the airway during the operation.

Manufacturer narrative:
The investigation was performed on retention samples with same manufacturing lot#10000575876. Tracheal cuff functionality was checked as per working instruction. To simulate the condition prior the intubation, the tracheal cuffs were inflated, and no leakages were observed. Further simulation was performed by over-inflating the tracheal cuffs and hold them in tight condition (to simulate the condition in the tracheal area). Then, movement was introduced to the tubes to observe for possible cuff leakage during patient movement. Based on the simulation result, we were able to see the similar failure mode as per reported failure. The cuffs leaked (damage) due to high friction between the lumen wall and over inflated cuff surfaces. The customer has not provided any information on whether a pre-check was performed prior to the procedure in accordance to the instruction for use. The instruction for use states that the user should test the cuff for integrity by completely inflating and deflating prior to use.